Event description:
Patient was found lying face down between bed mattress and vinyl liner/sidewall of the bed enclosure; not breathing, no heartbeat. Patient received CPR, transported to ICU intubated.